Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Not returned - complaint reported as a part of a retrospective review

Event description:
Note: the exact dates that the polyflex stent was implanted and subsequently removed are unknown, however it was reported that both procedures occurred between (B) (6) 2002 and (B) (6) 2002. As a result of a retrospective review, boston scientific corporation became aware of an issue with a polyflex esophageal stent used during a stenting procedure of a (B) (6) male; weight unknown. According to the complainant, the patient presented with esophageal adenocarcinoma and a sub-total esophagectomy was performed on (B) (6) 2002. Following the surgery, the patient presented with an anastomotic leak. The physician attempted to seal the leak using glue and a polyflex esophageal stent. Following implantation, the polyflex stent was observed to have migrated and was removed. The patient¿s condition following the procedure was not categorically reported, however it is known that the patient required additional procedures. The fistula was reported to have healed.